Manufacturer narrative:
(B)(4). Additional information: the actual device was received for evaluation; however, the device was contaminated with blood. Due to the condition of the returned device, a device evaluation could not be performed. However, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Flow testing was performed, and the retained sample was found to flow normally with no leaks noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the injection site of a continu-flow administration set. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.